Event description:
After 1 1/2 years of cochlear implant use, this patient could no longer hear with the device. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is being considered but has not been decided upon.